Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having inadequate stimulation. It was also mentioned that the patient have lost considerable amount of weight that affected the stimulation level. The patient underwent a revision procedure.